Manufacturer narrative:
On 16-jan-2025, additional information was received confirming only the qdot micro catheter was used for ablation. Additionally, they clarified the dongle used was a tx eco cable. As such, the concomitant products has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31453057l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the patient experienced cardiac perforation that required pericardiocentesis, surgical intervention and prolonged hospitalization. First, an ¿impedance too high¿ error occurred when connecting the qdot micro catheter during insertion into the patient's cardiac cavity. The issue was not resolved by replacing the cable, catheter or reinserting the dongle. The issue was resolved by replacing the dongle. The ablation never continued beyond the impedance cut-off value. There was no display of impedance due to "too high" error. The customer's reported impedance issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. It was also reported that a cardiac tamponade occurred. Despite drainage, the bleeding was severe, and the patient underwent an open-chest operation. Afterwards, the patient returned to the intensive care unit (ICU). The patient improved. The physician's opinion on the cause of the adverse event was that the perforation was probably caused by the catheter manipulation. Therefore, it was not a defect of the bw products or their functions. The patient required extended hospitalization because of open chest surgery needed. Perforation was confirmed, however, exact location was unknown. Procedural activated clotting time (act) was 300. There was no evidence of steam pop.